Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 490 mg/dl. The customer's most current level was 107 mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states they had received motor error alarm, but had ignored and it. The customer was not receiving insulin. Troubleshoot was conducted and multiple motor error alarms were noted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm was noted. The pump functioned properly. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.